Manufacturer narrative:
(B)(4). D10: unknown competitor stem. G2: foreign ¿ australia. The reported product¿s location is unknown; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to a periprosthetic fracture that occurred around the depuy hip stem. The constrained liner was exchanged like-for-like with a new constrained liner. It was confirmed that no further information could be provided.